Event description:
It was reported that the csoft6 clip broke during use. The pieces reportedly fell in the patient's chest. The surgeon elected not to explore the chest cavity to try to find the pieces, since the procedure involved a small opening and less invasive procedure. No patient injury reported.